Event description:
It was reported the pt fell an unbearable burning sensation at his ipg site after his stimulation had been on for three minutes. Reprogramming efforts were unsuccessful at resolving the issue but the pt was given program cycle options. The physician advised the pt to wait for the pocket site to fully heal before using stimulation. It was reported the pt will f/u with the physician regarding the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.